Manufacturer narrative:
The reported event of over sensing was confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impression. The cause of the reported event was isolate to the exposure of the coils in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-72730. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.